Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. Concomitant medical products: 5076-45, implantable pacing lead, (B)(6) 2004; 5076-52, implantable pacing lead, (B)(6) 2004. (B)(4).

Event description:
It was reported by the patient that the pacemaker device crept up under the arm and the area was filled with blood. Follow-up information received from the clinic disclosed they had no knowledge of a device replacement and they suggested that a replacement may have occurred at another facility with a different physician. The other clinic was also unaware of a device replacement and confirmed the patient was no longer followed at their site. The device was replaced based on the patient's report. No patient complications have been reported as a result of this event.